Manufacturer narrative:
Product analysis: analysis was unable to confirm the epg was not pacing. The epg passed all incoming functional tests. The main printed circuit board (pcb) was replaced as a preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to pace. The epg was replaced with a different epg. The status of the epg is unknown. No patient complications have been reported as a result of this event.